Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy, and upon further investigation, the leads had migrated, which was confirmed via x-ray. It was also reported that the patient was experiencing discomfort at the ipg site. Surgical intervention took place where the ipg and leads were explanted and replaced to address the issue. Effective stimulation was restored.